Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant low inr results with coaguchek xs meter with serial number (B)(4) compared to the stago citrated plasma method. The result from the meter was 2.4 inr. This result was confirmed on a different coaguchek xs meter. No further details were provided about this meter. The result from the laboratory within 3 hours was 3.85 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer had "recent" results of 3.8 inr and 6.1 inr on the meter. The customer could not remember when this happened or how much time elapsed between the results.